Event description:
Customer reportedly received results of 3.6 mmol/l on compact plus system 1 and 5.8 mmol/l on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 207277, expiration date 10/31/2011). Caller did not provide product information for system 1; caller no longer has those test strips.